Manufacturer narrative:
Section a3a, a3b, a4, a5: unknown/asked but not provided. Section d4: model number: unknown, as the serial number was not provided. Only provided as preloaded lens. Section d4: catalog number: unknown, as the serial number was not provided. Section d4: serial number: unknown, as information was not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as the lens was not implanted. Section d6b: if explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Section e1: telephone number: (B)(6). Section g4: PMA/510(k)#: unknown, as the serial number was not provided. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded intraocular lens (iol) injector advanced over the lens and failed to properly engage and deliver out of the cartridge. It was also reported that the lens was either damaged (decapitated) during the attempt or remained lodged in the cartridge preventing successful implantation. The model and serial of the iol is not available. Only the cartridge tip made contact with the patient's left eye. There was no patient injury. There was no medical or surgical intervention and no additional maneuvers required. The procedure was completed with a back up lens. No other information was provided.